Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead was very difficult to manipulate and difficult to extend the helix during an implant procedure. The lead was exchanged. The patient was stable before, during and after the procedure.